Manufacturer narrative:
The pump was returned to animas and evaluated. The pump was intermittently unresponsive to all keypad button presses. The keypad was removed and adhesive was found under the button contacts.

Event description:
On (B)(6) 2011, the lay-user/reporter contacted animas on behalf of her daughter (the patient) alleging that keypad button presses did not activate desired pump functions. The reporter claimed that the pump was intermittently unresponsive to up and down arrow button presses. The reporter did not allege any harm or injury because of the reported issue.